Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci 8mm fenestrated bipolar forceps instrument to perform failure analysis. The instrument was analyzed and found to have a broken grip cable at the yaw pulley. The cable was fully broken there was not evidence of discoloration or corrosion/contamination on the cables to indicate a reprocessing induced issue. The components surrounding the broken cable did not exhibit abnormal sharp edges or damage that would have contributed to the cable breaking. Additional observations not reported by site: the conductor wire was found with the insulation retracted. The wire appears to have been partially pulled out, exposing the wire. Components adjacent to this wire do not show damage. The instrument passed the electrical continuity test. No signs of thermal damage were observed.

Event description:
It was reported that during a da vinci-assisted sigmoid colectomy surgical procedure, the 8mm fenestrated bipolar forceps instrument had a frayed wire. Isi followed up with the initial reporter and obtained the following additional information: the reporter was not sure if arcing was observed during the prior procedure. The patient did not experience any injury during or after the procedure. The reporter did not have patient demographics.